Event description:
It was reported to boston scientific corporation on april 10, 2007 that during an esohpageal dilatation using the cre balloon cilatation catheter (patient age and gender unknown), "a hole" was found in the lesion of the patient. As the dilatation balloon was being inflated at the site of the stenosis lesion, "the patient was in pain and shock state". "Because of the pain, the physician stopped inflating and examined the lesion; there was found a hole". The patient was "taken to surgical operation" for repair. The patient has since been "released from the hospital".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Three possible lots have been identified for the device involved: 9306675, 9266535 and 9262965. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots. The march 2007; 15-month cre balloons complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.